Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the insulin pump alarmed motor error every time they rewound. The customer also received a motion sensor test failure and a motor position encoder error. The insulin pump sounded like it struggled to rewind. Customer's blood glucose level was 11.8 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motion sensor test failure or motor position encoder error alarm due to motor error alarms. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.